Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (ooo) shock lead impedances measuring in the range of 127-140 ohms. The boston scientific field representative wanted to know if the clinic will still receive daily alert notifications. Boston scientific technical services informed that only one alert will be received then the device must be reset with a programmer to get subsequent alerts. At this time, this rv lead remains in service. No adverse patient effects were reported.